Event description:
The lead and device were removed due to infection. Rep was called determined date of explant and new device information. In 2007 - dr's office informed us that changeout performed by dr at the heart place. Secretary for dr's office read notes suggesting infecton was possible and therefore the device needed to be removed. Also removed: lumax 340 vr-t, MDR 1028232-2007-0564.